Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that the placement of the all of the stent grafts were without any issues. The proximal edge of the main body was landed at the level at right renal artery +/- 1mm; removing all of the parallax of the stent graft the physician used co2 and performed the final angiogram. The physician noticed a proximal type I endoleak. Omnipaque was then used to highlight the proximal type I endoleak. A reliant balloon was then used for a prolong inflation at the level of the renal arteries for around 2 minutes. Another angiogram was preformed showing that the type I endoleak has not improved from the reliant balloon prolong inflation. The physician reviewed the cta once more and identified two small areas of calcification. At that time the physician brought up using aptus to correct the type I endoleak. Once 8 endo anchors were placed another angiogram was performed and showed that type I endoleak has been corrected. However, there still was a late filling in the sac. The physician then performed an angiogram through the left sheath and a type 1b endoleak was apparent from the left. The physician then extended the limb encroaching on the left hypogastric artery. Post completion angiogram showed a late type ii endoleak. Both type ia and ib endoleaks were resolved. The physician stated that the cause of the type ia endoleak was due to anatomy, calcium in the proximal landing zone. The physician stated that the cause of the type ib endoleak was due to not completely building the stent graft to the hypogastric artery. No additional clinical sequelae were reported and the patient is fine.